Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the doctor inserted the shunt that was bought by the hospital. It worked well for 4 weeks after implantation, but then it stopped. The doctor closed off the shunt, and the symptoms of the patient came back. A new shunt was inserted. The doctor did not know if it was the product or just the cerebrospinal fluid (csf) not draining properly. The patient's status was alive-no injury.

Manufacturer narrative:
H3. Product analysis determined that the returned valve was received and found to have a cut across the whole valve and one end. It was unknown what caused the cut on the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.